Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter valve, a hematoma and hemorrhaging were observed at the access site. Additional information was received indicating that the left femoral artery was used as a secondary access site with a minimum diameter of 6.0 mm. The primary access site was the right femoral artery. A sheath-in-sheath with an 18 fr sheath strategy was used at the primary access site. A pre-implant balloon dilation was performed using a 20 mm balloon. Following full release of the valve, moderate paravalvular leak (pvl) was observed. A post implant balloon dilation was performed using a 20 mm balloon to resolve the pvl. The hemorrhage was observed a few days after the procedure. Per the physician, the cause of the hemorrhage was a pseudoaneurysm formed due to the 5 fr non-medtronic sheath. Per the physician, the guidewire and delivery catheter system did not contribute to the hemorrhage. It is unknown whether anatomy was a contributing factor. The hemorrhage was stopped using thrombin. The patient was later discharged.